Manufacturer narrative:
(B)(4). Concomitant medical product -m2a-magnum recap cup 54odx48id; catalog no: 157854; m2a-magnum 52-60mm tpr ins std; catalog no: 139268. Report source; foreign - event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2017-01165 and 0001825034-2017-01166.

Event description:
It has been reported by the hospital that a patient underwent an initial hip arthroplasty. Subsequently, the patient was revised due to armd.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR will not have been filed under the current manufacturer. This event will be reported by medwatch facility (B)(4) biomet - (B)(4). Zimmer biomet case number (B)(4).